Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving morphine 5.0 mg/ml; 0.0318 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2014. It was reported the pump site was painful. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2014 the patient felt the pump pushes against her ribs and this "bothers her." On the (B)(6) 2014 the patient reported she needs to have her pump repositioned because it had moved and was causing her a lot of pain. The pocket was revised and the pump was repositioned (B)(6) 2014. The outcome was resolved without sequelae (B)(6) 2014. Etiology of the event was not related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that it was not clear if the pump migrated. The patient had pain at the pump site and the issue is best described as a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.